Manufacturer narrative:
Pc-(B)(4). Patient code: (B)(4). Two suture pieces of product code (B)(4) were returned for analysis. During the visual inspection of two suture piece, body fluids, tissue and a knot were noted. Also, the ends were cut appear to be by use of surgical instrument; this damage was performed when suture was removed from patient. A functional test was performed on a suture piece and the tensile force was above the minimum requirements. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the pharmacy manager confirmed the product to be vcp359g from the billing, so unless the billing was incorrect, the code should be vcp359g. I have submitted the original suture that dr kruger took out when she closed the patient for the second time, for investigation, so our facility should be able to determine what suture it was. How was the suture placed on fascia (interrupted or continuous)? Continuous. Can you confirm that vicryl v359 was used on the fascia during the initial procedure? Vcp359g vicryl plus antibacterial. To be confirmed by our testing facility. See comment on first question. Did the patient see bowel protruding after the vicryl v359 was used? The patient saw bowel protruding on the 7th day after the caesarean section. Was there any patient event prior to dehiscence (fall, cough, etc)? Patient was constipated but dr kruger believes it couldn¿t have caused the vicryl to break. Can you describe the appearance of the v359 suture during the second procedure at 11:15? The suture was broken. Both pieces were submitted for testing as well as photographs of the suture and dehiscence. If suture was broken, can you advise where, at knots, in the middle, at end? About 1 cm from the knot. Please refer to the actual product that was submitted. Did the surgeon use ethibond x425g to repair the fascia 9/8 at 11:15am? Yes. What was the indication for performing culture of the wound? Dr kruger wanted to be sure to give the correct antibiotic treatment, if needed. Pathology tested positive for klebsiella pneumonia and a non-resistant staphylococcus. What is the patient's current condition? Patient was discharged (B)(6).

Event description:
It was reported that a patient underwent c-section procedure on unknown date (B)(6) 2018 and suture was used. It was reported that the patient experienced wound dehiscence on (B)(6) 2018, approximately seven days post op with bowel protruding. An additional procedure was performed to close the wound with a different suture type. The surgeon noted the suture was broken about 1 cm from the knot. Wound pathology tested positive for klebsiella pneumonia and a non-resistant strain of staphylococcus. The patient was treated with two strong antibiotics. The patient remained in the hospital until (B)(6) when she was discharged. Additional information has been requested.